Manufacturer narrative:
(B)(4). Eval, results: endoleak. Disease progression; aortic neck dilatation. Low placement of the stent graft. Eval, conclusion: disease progression; aortic neck dilatation. Low placement of the stent graft.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 6 yrs ago. Vessel and aneurysm morphology from the time of implant was not reported. It was reported that a recent CT showed that there was aortic neck dilatation and a proximal type I endoleak. Upon reviewing the films from the time of implant and current films it appears that the stent graft was initially implanted slightly below the renal arteries. An endurant aortic cuff was implanted and the type I endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.